Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1.

Event description:
It was reported that bd nexiva w/ cap leaked. The following information was provided by the initial reporter, translated from dutch to english: leakage at split needle hose. 27 nov was the device being used in/on patient when the issue occurred? Yes. Was patient or user harmed? If yes, please explain no. Was the hcp present when the issue occurred? Yes. If leakage occurred, please confirm the fluid that leaked. Nacl 0.9%. Was additional medical intervention/medication required? If yes, please explain. No.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 24g nexiva IV catheter was received with evidence of use. A functional test revealed a leak from the IV catheter at the nose of the adapter. A microscopic examination of the IV catheter revealed damage to both the nose of the adapter and the catheter tubing. Due to the characteristics of the damage, the device was likely damaged during assembly. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information